Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of one sample was provided for evaluation. Photographs of the three (3) bulk pouches were not provided and therefore, could not be evaluated. The photograph was visually inspected which observed the re-closable tape was not positioned correctly on the package. The reported condition was verified. The cause of the condition could not be determined. External packaging issues do not impact potential sterility breaches. There is no risk of contamination and/or infection to the patient for sterile-fluid-path packaging related issues as the sterility is maintained by the tip protectors. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) of the sterile outer packaging of capd disconnect y sets was not sealed tightly. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.